Event description:
Screw head came off of the screw; the head will be returned. The remainder of the screw is still implanted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.